Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, a confirmed fracture, and was oversensing non-sustained ventricular tachycardia noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).